Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited peeling at probe rubber. Additionally, the adhesive at the forceps cover was deteriorated. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely the probe damage and deterioration occurred due to a degradation problem. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.